Event description:
It was reported by service report that the wheels on the stair chair are excessively worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.